Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, and power on self-test were performed. During the visual inspection it was identified that the power cord was broken. The cause of the damage is unknown. The power cord was replaced; the pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.